Manufacturer narrative:
Investigation summary: no samples or photos were received in columbus; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Ftir analysis performed at a facility in japan noted that the (fm) foreign matter was almost identified as butyl rubber. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 3rd complaint for lot # 8173915 for this type of defect or symptom. Previous complaint (B)(4). Root cause description: during the bfn molding and assembly processes bd do not use butyl rubber. It could possibly be residue from the syringe stopper. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that white foreign matter was found in the syringe while drawing up medication with the bd¿ blunt filter needle with blunt fill tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "when drawing the drug, white fm was confirmed in the syringe. The fm was almost identified as butyl rubber."